Event description:
It was reported that the tool tip snapped whilst it was being inserted the articular insert. Pieces fell in the incision but were recovered. No back up device available. No surgical delays reported.

Manufacturer narrative:
The associated complaint device was not returned. No information about the lot/batch number available. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the tool tip snapped whilst it was being inserted the articular insert. No backup available. No surgical delays reported. No more information provided.